Event description:
The customer called to report an alarm on the insulin pump. The customer was very incoherent and not responding very well during the call. Therefore, the paramedics were called to the customer's home. The customer stated she was treated for low blood glucose. The blood glucose reading was 24 mg/dl. The customer stated she treated with too much insulin for popcorn that she ate, and that is the reason her blood glucose went low. Troubleshooting was performed and the insulin pump was programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.